Event description:
Received skinpen microneedling treatment with prf injections to upper cheeks and around orbital rim at (B)(6) in (B)(6) from provider (B)(6). Noticed tram track scarring, enlarged pores, crepey skin, and overall degradation of skin texture, tone, and quality on day 4 post treatment, after the swelling subsided. I followed aftercare instructions and used hg lift skinfuse hydrogel. It is currently 5 months post treatment and the scarring, pores, and crinkly texture remain. FDA safety report ID# (B)(4).